Event description:
It was reported that intermittent occlusion alarms occurred. As a result, customer went to the emergency room (ER). Reportedly, the customer was using fiasp insulin with the pump. Customer¿s blood glucose (bg) level was 700 mg/dl, with a high ketone level that was determined life threatening by health care provider. Customer was treated intravenous fluids of saline and insulin and used the pump to deliver a bolus to address bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER on (B)(6) 2025. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed supplies and continued using the pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.